Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged by a non-organic, yellow-colored material; this was attributed to a material similar to a cleaning agent residue that would very likely have accumulated during reprocessing and that could not be removed. Additional findings include the following: the bending section cover glue was separated, the light guide rod lens (3x) was cracked, the universal cord had wrinkles, the angulations were out of specification and the angle wires were found too stretched and required replacement of the bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no insufflation. Inspection and testing of the returned device found the nozzle was clogged by a non-organic yellow-colored material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.